Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute integrity coronary drug eluting stent to treat a severely tortuous, severely calcified lesion with 90% stenosis in the ostium and proximal left anterior descending artery (lad). The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent fractured. The device remains implanted in the patient. The patient is alive with no injury.

Manufacturer narrative:
Additional information: 65 seconds of video were received for analysis. The video depicts multiple sets of procedural images being displayed on a monitor. T imestamps cannot be seen. Diffuse stenotic disease can be observed at the ostium of the lad. Wiring of the lad and pre-dilation of the lesion site in the ostium can be observed. Delivery and expansion of a stent to the lesion site in the ostium can be observed. Uniform stent expansion appears to have been impacted by severe calcification and tortuosity at the target lesion site. What is reported as stent fracture appears to be more likely to be the separation of previously adjacent non-weld stent wire wraps that have been pushed put of alignment due to the location pf the vessel calcification, however this cannot be confirmed based on the 2d imaging. Kissing balloon technique can be observed. The images do not capture any confirmed stent fracture. Delivery and inflation of a balloon to the implant site can be observed. Improved blood flow can be seen in the lad. Annex d codes added correction: event date updated (b3) adverse event <(>&<)> product problem selected (b1). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device was not kinked and re-straightened during use. It was reported that there was a fracture of the stent wire and the stent was broken into three segments. The fracture occurred during the positioning stage of the device. The fracture mainly occurred in the near middle part of the stent wire. The stent was broken but not completely broken, partially connected, therefore, there was no stent detachment. The stent remained implanted in the patient. No attempts were made to remove the stent from the patient. As the stent could not be removed a second surgery had to be performed and two new stents were implanted to attach the old stent to the vessel wall. No further patient injury was reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: it was reported that there was a fracture of the stent wire and the stent was broken into three segments in the proximal and midsection of the stent. The mesh-like wire of the body of the stent was broken but not completely broken, partially connected, therefore, there was no stent detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.